Manufacturer narrative:
The device history record for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. While the specific source of dlk is not known, the surgeon suspects bandage contact lens-induced keratitis. Keratitis is listed in the device labeling as a known complication of corneal inlay surgery. Complaint reference number: (B)(4). Date emdr submitted to FDA: 02/10/2017.

Event description:
The patient underwent implantation of the raindrop corneal inlay in the right eye. Postoperatively, the patient complained of foreign body sensation and blurry vision. Four days postoperatively, the patient presented with grade iii central keratitis with limbal infiltrates in the interface. Secondary surgical intervention was performed in order to lift and irrigate the flap and the inlay was replaced with a new inlay. Bandage contact lens-induced keratitis is suspected. The impact on visual acuity is not known at this time. Additional information has been requested.

Manufacturer narrative:
Please reference MFR report # 3005956347-2017-00115 for the replacement inlay (sn: (B)(4)).

Event description:
The surgeon reported that the replacement inlay (sn: (B)(4)) was explanted on (B)(6) 2017. Additional follow-up revealed that the inlay was explanted in order to address a decrease in bcdva to 20/50+. Post explant, bcdva improved to 20/40 and vision is expected to improve further with time.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. Keratitis resolved and vision is improving, but remains limited (current bcdva 20/40) due to dry eye syndrome; vision is expected to improve with time. Although the eye was not cultured, the surgeon believes this was a sterile keratitis reaction to the bandage contact lens.

Manufacturer narrative:
(B)(4).

Event description:
The following new information was received. Dryness in the operative eye has improved since last visit. The patient is not getting effects from the replacement inlay as expected. Removal of the inlay is being considered.